Event description:
It was reported by an attorneys office that the patient suffered pain due to a suspected malfunction of the lead and the procedures associated with the lead. No further information is available.

Manufacturer narrative:
(B)(6).